Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing o-ring, cracked case at display window corners, belt clip slot and cracked battery tube threads.

Event description:
Customer called to report damage to the insulin pump. Customer stated that there are cracks and damage to the reservoir compartment thread. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.